Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the right ventricular [rv] lead sensing values were different on paper than when measured directly through the device. It was also noted that the rv lead sensing value declined to below normal range one day post-op. The lead remains in use. No patient complications have been reported as a result of this event.